Event description:
Customer stated instrument broke during use on a pt. There were no injuries which occurred. Add'l info was obtained from the customer on (B)(6) 2012. The customer indicated that part of the instrument insulation broke off in the pt's abdomen during a procedure. The customer does not have specific info regarding how the instrument broke. The piece was identified and recovered immediately. No add'l intervention was required, the case was not delayed, and no add'l medicine was administered.